Manufacturer narrative:
Event date was not reported, the aware date was used as an estimate.

Event description:
It was reported via social media that two patients experienced a cerebral vascular accident. The patient received a watchman closure device. At an unknown time post procedure a patient experienced a cerebral vascular accident.